Event description:
The prestataire reported on behalf of the patient that the needle mechanism deployed late. Additionally, it was reported the pod became loose from the infusion site, causing the cannula to dislodge. No patient consequences were reported. Treatment information was not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: unavailable. Omnipod software app version: unavailable. Smartphone operating system: unavailable. Smartphone hardware: unavailable. Cgm sensor type: unavailable. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.